Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11537. It was reported the pt was experiencing warmth at the ipg pocket while charging as well as while she was not charging the ipg. In addition, the pt reported a shocking sensation at the ipg pocket. It was reported the pt met with the physician and it was noted there were pus pockets at the ipg site. The pt was placed on two weeks of oral antibiotics.

Manufacturer narrative:
This ipg serial number was included in a field correction. Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.